Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during initial drain. The home patient (hp) stated that there was air in the patient line. There was an open clamp on an unused supply line. The technical service representative advised the hp to disconnect, cycle the power, restart the set up with all new supplies and call the nurse in the morning. Follow up with the nurse revealed that the home patient had been doing fine and was able to continue therapy. The sample was discarded. The nurse would review proper procedures with the patient. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Sample was discarded and the lot number is unknown. Should additional information become available, a follow up emdr will be submitted.